Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery wherein the patient's ipg was not placed into surgery mode. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.